Event description:
Abbott diabetes care received a medwatch report in which a customer reported experiencing sensor failure and alarm issues with the use of the freestyle libre 2 sensors. The customer noted that six sensors failed between 2 to 11 days of wear. The customer also indicated that the low glucose alarm did not sound when their glucose reached below 70 mg/dl; their glucose ultimately reached 58 mg/dl and "[she] must know how to take care of herself immediately." There was no report of adverse event or third-party intervention due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. Six sensors (serial numbers unknown) were reported and have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.